Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during cleaning the user found, the cardiosave intra-aortic balloon pump (iabp) had damaged power cable. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, during cleaning, the user detected that the power cable was damaged. Preparation of a quote for replacing the aforementioned cable (0012-00-1688-22). The quotation is still not approved, as indicated by the service status above. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2, h3, h6, h11 corrected fields: h6 (component code).